Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed" error message. The device was in clinical use when the issue occurred. There was no delay or medical intervention reported. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the "check vent: battery failed" error message was confirmed in the event log. The se reported that the lithium-ion battery needed to be replaced. At the request of the customer, the device was returned unrepaired. No further actions were performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.